Manufacturer narrative:
Inspection of the device found blood in the soft cannula. The formed needle, soft cannula, and bottom housing were inspected for damages and deficiencies that could contribute to bleeding at the infusion site. No issues were found. The exact cause of the bleeding event could not be determined. The download data from the received device does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. No drive stalls occurred, and no hazard alarms were generated during pod operation. The investigation did not find any damages or deficiencies that would result in the device failing to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 20 mmol/l (360 mg/dl) while wearing the pod between 1 and 4 hours. No specific treatment information was provided. The device was originally reported for bleeding from the infusion site.